Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead exhibited high impedance measurements, noise, oversensing, and inappropriate atrial tachy response (atr) episodes from minute ventilation (mv) oversensing. The mv feature was programmed off. No adverse patient effects were reported. The device remains in service.